Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient was seen for a routine pacer evaluation, the physician noticed that the patient's rate was unusually high. Inter-rogation found the device in ddd but the message "back-up mode a", was displayed. "Program" was pressed to get out of back-up mode and the pacer responded by changing to vvi mode and again displaying the back-up mode message.